Event description:
The patient's peritoneal dialysis nurse reported that the patient passed away on (B)(6) 2014 while at home. The cause of death was reportedly cardiac related and the patient was not connected to the cycler at the time of passing. Medical records were requested.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.